Event description:
Information was received from a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump for spinal pain indications. It was reported by the patient that the pump worked for 3 days post implant and then they woke up on sunday morning in severe pain. Patient stated they had done everything possible to get the pump fixed. The healthcare provider (hcp) first told patient that it took a while to get her medication regulated so they kept increasing the medication. They put dilaudid in the pump initially but it did not do anything. Patient was in pain with no extra oral medication because they were not allowed to take it with the pump. Patient stated they begged and pleaded constantly to the nurse practitioner and the drug was changed to fentanyl but that did not resolve the issue. Patient reported on (B)(6) the healthcare provider found out that the catheter had slid all the way down to the anchor which was why it was not working. Patient was still waiting for a surgery date to be scheduled. Patient asked if they should have the pump removed. Agent reviewed that was a decision to be made by her healthcare provider and was redirect to her hcp.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) via a company representative stated that during revision surgery, the catheter site opened, and the entire spinal segment was coiled up, also, it was completely out of the intrathecal space. The physician removed the old catheter and successfully replaced with new catheter. The patient stated that her pain returned, and she knew something was not right. The patient denied any adverse factors that would cause return of pain. The company representative (rep) was not made aware of any troubleshooting performed. The rep only notified of any information at date of surgery. Action/intervention: catheter revision/replacement surgery. Outcome: the issue was resolved. The patient medical history and weight were not available due to legal/confidential reasons. The patient was alive and noinjury.